Event description:
Additional information was received from the patient. They reported that the cause of the multiple devices running out of juice and having to be explanted was due to battery failure. They used them faster than anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they had the scs implanted way back in 2008 and said ever since the first implanted stimulator, they had been going through implanted batteries every like 2 years instead of 7 because they were "sucking out the juice" (event date confirmed as since the first stimulator, but did not confirm year). Patient said they were told by their healthcare provider that they were not eligible for an MRI because of their surgical lead. Patient now needed a shoulder MRI and the facility said they thought patient could have one. Agent reviewed based on non-surescan lead implanted, their spinal cord stimulator would not be full-body MRI eligible. Agent documented information given during the call. When asked doctor, patient said their previous doctor passed away and had been in transition and dropped through the cracks. Patient mentioned they had to have batteries replaced by a different hcp in another city and "somebody else and somebody else". Patient mentioned they fell last year and cracked a vertebrae and shifted their spine so they had to have surgery to reconstruct their spine and they removed the pump at that time, but left the implant in (patient mentioned they hadn't had to turn the stimulator back on since that reconstruction). Agent warm transferred to pump cell regarding pump.